Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a defective circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer reported that generator had an e433 (permanent rebooting) error message. The issue was found in preparation for use for an unspecified procedure. The device was completed with a similar device. There were no reports or delay. There were no reports of harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the e433 error was due to a defective high voltage power supply (hvps) board. In addition it was found that there was an e184 error when pressing the foot pedal due to faulty generator board. It was also found that the touch screen was black due to corrosion of touch screen, monopolar 1 and monopolar 2 were corroded, and power switch didn't work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.